Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # ¿s , 3005099803-2014-03099,3005099803-2014-03100 and 3005099803-2014-03101. It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was noted that the guidewire lumen (side car rx) was pushed back. The basket would not fully close and they were unable to reintroduce the basket into the common bile duct. A second and third lithotripter basket were used and it was noted that the guidewire lumen (side car rx) was also pushed back. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found residue present on the device indicating use/ handling and the basket was found to be fully retracted. Physical analysis of the product found side car-rx to present pushback. Functional evaluation showed resistance when extending and retracting the basket due to residue inside the device. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. Per the event information the issue occurred while inside the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Manufacturer narrative:
Reported event of side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # ¿s , 3005099803-2014-03099,3005099803-2014-03100 and 3005099803-2014-03101. It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was noted that the guidewire lumen (side car rx) was pushed back. The basket would not fully close and they were unable to reintroduce the basket into the common bile duct. A second and third lithotripter basket were used and it was noted that the guidewire lumen (side car rx) was also pushed back. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.